Event description:
On (B)(6) 2014, a (B)(6) clinical specialist contacted (B)(6) drug safety regarding a female patient injected with radiesse in the nasolabial folds on (B)(6) 2014 by dr. (B)(6). Dr. (B)(6) stated she had previously injected the patient in the nasolabial folds during the week of (B)(6) 2014 and on (B)(6) 2014 the patient returned requesting additional radiesse. She injected the patient in the nasolabial folds and marionette lines on (B)(6) 2014, using 0.5 cc in the right fold. On (B)(6) 2014 the patient called to report she had developed severe pain and swelling in the right upper lip area. She returned to the physician on (B)(6) 2014 presenting with swelling of right upper lip area. The inside of the right upper lip is completely white and there is crusting of the skin in the angular groove area of the right nasolabial fold. Dr. (B)(6) reassured the patient that the necrosis is from loss of blood flow and not bacterial in nature. She referred the patient to a local plastic surgeon who confirmed her suspicion of vascular occlusion. The plastic surgeon recommended treatments with nitropaste, aspirin, doxycycline, steroids and warm compresses. Dr. (B)(6) also arranged for the patient to receive hyperbaric oxygen treatments (hbot).

Manufacturer narrative:
Dr. (B)(6) was provided medical consult with (B)(6) medical affairs, (B)(6), rn, bsn and appropriate treatment options were discussed. Due to the area of ischemic tissue the consult was elevated to (B)(6), dr. (B)(6) who agreed with the present treatment regimen including the hbot. Follow-up reported by (B)(6), rn, bsn on (B)(6) 2014 states photos show the previously ischemic area of the upper right oral mucosa is now pink with healthy granulation tissue. The patient has an area of necrosis of approximately 2cm on the outside of the right upper lip. The arterial path following up the nlf is bright pink. The patient will continue with the hyperbaric oxygen treatments. Dr. (B)(6) was contacted on (B)(6) 2014 for further follow-up. She reported the patient is definitely on the healing path and doing well. She is continuing with the hbots and has 5 remaining. The antibiotics and steroids were discontinued due to the patient's reaction to the medications. Dr. (B)(6) will continue to monitor the patient through the remaining healing process. The device history record for radiesse lot #100068612 was reviewed. All required testing specifications for this lot were met prior to release. No non-conformances were discovered that would have contributed to this event.